Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had pain, weakness, and numbness in their legs and back. This was considered a sudden change in therapy/symptoms starting two weeks prior to the report, in (B)(6) of 2017. There was low back pain and numbness and weakness to the legs. There were no further complications reported.

Manufacturer narrative:
(B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that an x-ray and CT was taken of the lumbar spine as troubleshooting performed related to the sudden onset of pain, weakness, and numbness in the patient's legs and back. An MRI was not performed, and the patient is taking pain medication to resolve the pain, weakness, and numbness in the legs and back. The cause of the sudden onset of pain, weakness and numbness in the legs and back was determined to be degenerative joint disease of the lumbar spine, and it was unclear if these symptoms had resolved, since the patient had not contacted the health care provider since (B)(6) 2017. There were no further complications reported or anticipated.